Event description:
Philips received a complaint by the customer on the v60 indicating that during set up, the device is getting error code check vent: barometer sensor range error. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. In biomed noted error 1114 in event log, in pneumatics barometric reading is 750 which is in range for customer location, requests troubleshooting to correct issue. The rse advised the customer to perform run-in in normal ventilation to try and duplicate complaint, if issue is duplicated replace da pcba board and cable to correct issue. Rse provided pat numbers for said parts. Investigation is ongoing.

Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.